Event description:
It was reported a newly implanted patient did not know how to use their patient programmer. The patient¿s daughter was ¿fooling around¿ with the device the night prior to this report and the date of this report the patient was ¿uncomfortable, going to the bathroom more often and was hurting.¿ it was noted the patient had a follow-up appointment with her doctor scheduled for (B)(6) 2013. Additional information received the next day reported the patient experienced a loss of therapeutic effect, loose watery stools and pressure. It was reported the patient was getting some symptom relief but on (B)(6) 2013 their friend tried to make adjustments and it ¿went downhill after that.¿ on (B)(6) 2013, the patient felt stimulation going down their leg. The patient was programmed on program one at 1.1 but it was noted this was ¿too strong.¿ stimulation was adjusted to 0.9 volts (v) and the patient felt stimulation where the antenna was at the implant area. The patient was then switched to program 2 at 0.6 v and they were still feeling stimulation by the implant. Stimulation was then adjusted to program 3 at 0.9 v and the patient felt stimulation through their left arm. Stimulation was changed to program 4 at 0.8 v and the patient felt comfortable stimulation in the bicycle seat area.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va06tb0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).